Event description:
The company was informed that the recipient reportedly experiences no benefit from the use of the cochlear device. On (B)(6), 2014 a CT scan revealed the electrode array is malposition. The CT scan also revealed demineralized plaque around the oval and round windows. Testing showed that the recipient's device is functioning within normal limits. Revision surgery has been scheduled.